Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient tried turning their ins on this morning and their patient programmer showed the ¿call your doctor, por¿ message. The patient used the patient programmer on the call, and they got a normal therapy screen. The patient¿s ins showed it was on. The patient confirmed that they felt stimulation now. It was reviewed that the patient must have cleared the por. They stated that they never let their ins charge run out. When asked if they had any emi exposure, the patient noted that they went through an airport last week ¿like friday¿ and the patient also mentioned that they were by florida state university which had the largest electromagnet in the world. The event occurred on (B)(6) 2020. No symptoms were reported. Troubleshooting resolved the issue. No further complications were reported/anticipated.